Event description:
It was observed, during the device evaluation. That the videoscope air / water cylinder and light guide (lg) lens had foreign objects. In addition, the distal end (tip) was cracked. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the right-left knob of the subject device did not work in the middle of a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. There was a 30-minute delay while the patient was under general anesthesia. The procedure was completed with a different device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. Information is added to the following fields: b1, b2, b3, b5, e1, g2, h1, h4, h6.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the following defects were confirmed: 1. Foreign material remained in air/water cylinder. 2. Foreign material adhered to the inner light guide lens. 3. Distal end of the device was cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Although attempts were made to further investigate the reported right/left angulation control knob failure, no additional information was provided by the customer. Therefore, the cause of the angulation abnormality could not be determined. Based on the results of the investigation, the foreign material remaining in the air/water cylinder could not be identified. Although the cause of the remaining material could not be determined, it likely originated from the previous procedure. The foreign material adhered to the inner light guide lens could also not be identified. However, since the material adhered to the point other than the outer surface of the device, the material could not be eliminated by reprocessing. Moreover, distal end glue likely peeled off when physical stress and/or chemical stress was applied to distal end of the device. Subsequently, the light guide lens was likely invaded by humidity and then corroded. Finally, the distal end likely cracked due to physical stress (i.e. Hitting/dropping) that was applied to the device. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) as follows: operation manual: ¿preparation and inspection¿ ¿inspection of the endoscope¿ ¿inspection of the bending mechanisms¿ ¿insertion - angulation of the distal end¿ operation manual: ¿3.3 inspection of the endoscope¿ ¿3.8 inspection of the endoscopic system - preparation and inspection¿ reprocessing manual: ¿5.4 manually cleaning the endoscope and accessories¿ operation manual: ¿warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ this supplemental report includes a correction to d5 from the initial medwatch. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.